Event description:
It was reported that the 6mm fenestrated bipolar forceps instrument was returned with 8 uses. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. Based on log review, the instrument was returned with 19 lives remaining. The number of lives was confirmed when the instrument was placed on the in-house system. The instrument was found to have a broken molded insulator of the lower grip tip. The broken piece, measuring approximately 0.084" x 0.295" in size, was not returned with the instrument. As a result of the broken molded insulator, a dislodged grip tip was observed. The grip tip was returned with the instrument. The instrument was found to have a broken conductor wire at the grip tip. The instrument failed the electrical continuity test. The wire was fully broken.